Event description:
It was reported that this patient received appropriate shocks from this implantable cardioverter defibrillator (ICD) during a ventricular tachycardia (vt) episode and presented to the emergency room (ER). Multiple shocks did not convert the rhythm then the rate fell below the programmed therapy zone. Four hours later, anti-tachycardia pacing (atp) converted the rhythm. Technical services (ts) examined provided x-rays and found that the patient has a dilated heart that might have affected shock efficacy. It was noted the initial defibrillation threshold (dft) test at implant was high at 41 joules. Ts provided reprogramming recommendations. No adverse patient effects were reported. Currently, this ICD remains in service.